Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set disconnected and caused a leak during a patient infusion. The set was being used to deliver an unspecified chemotherapy agent and maintenance fluids. The patient was connected at the time of the event and it was stated that during the infusion ¿the set just popped off¿. There was no patient injury or medical intervention associated with this event. No additional information is available.